Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms normal use and self test. The customer's blood glucose value was unknown at the time of the incident. The customer reported that the alarm occurred for the 1st time. The customer could clear alarm and finish process. The insulin pump failed the self test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No pump errors 63 and 15 were noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.